Event description:
The customer reported that they are seeing ict fliers on the architect c16000 analyzer. An initial chloride result of 124 mmol/l was generated with a repeat result of 112 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
The customer was experiencing elevated sodium and chloride results on the architect c16000 analyzer. Abbott field service investigated the issue on site and addressed several concerns to resolve the issue; a specific singular cause for the issue was not identified. Field service actions included replacing a missing sample syringe spacer, rebuilding the r1a and b syringes which were stiff, rebuilding the detergent wash syringes which were leaking and loose, reseating the tubing on top of the detergent syringes which had been reversed, calibrating the ict probe alignment to the cuvette which was off, and adjusting the mixer wash flow rates. Subsequently the customer confirmed that no additional ict fliers had been generated since field service actions were completed, and the subsequent service history did not include additional reports of erratic or elevated results. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.